Manufacturer narrative:
G4:24may2021. G5:510k: k102985. B4:21jun2021. There was no patient involvement. Multiple attempts were made to obtain information on the repair and service of the device that has been unsuccessful.

Event description:
It was reported that the ventilator had a check vent alarm for proximal pressure auto zero failure. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and was advised to check the pin alignment between the autozero solenoids and the da (data acquisition) board.